Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that a pt that was treated had a dvt. This occurred several months post procedure possibly 3 or 4 months. The pt had no history of hypercoagulability and may also have had a pe. The doctor stated that at the 72 hour post follow-up ultrasound exam, the pt showed no evidence of thrombus extension or dvt. That 72 hour follow-up visit was the last time she saw the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.